Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser that was initially reported as potentially related to a 'security event'. The user facility requested that the pump¿s event history logs be downloaded in order to check the programming carried out by the healthcare personnel. The event involved a patient who entered cardiorespiratory arrest and was on mechanical ventilation. It was reported that an infusion of dexmedetomidine at 0.5 mcg/kilogram/hour began on the patient. The staff subsequently decreased the infusion to 0.3 mcg/kilogram/hour due to patient presenting hypotension. However, later the patient went into respiratory arrest with subsequent cardiac arrest. Upon checking the pump, it was found that the dexmedetomidine was being infused at 3 mcg/kg/hour (the staff confirmed that the pump reflected this same programmed rate). The infusion was immediately suspended. The facility removed the pump from service as a result of this reported event. No other information has been provided at this time.

Manufacturer narrative:
A complaint investigation was performed on the device. The visual inspection was performed and the device was found with a broken fluid shield. This damage does not affect the operation of the device but was replaced in the repair process. An infusion starting on november 24 at 15:12 (pump time) was reviewed from the event history. Continuous mode, patient weight: 64 kg, channel a, 108 ml diluent amount, 8 mg drug amount, and ¿mcg/kg/min¿ dosing unit were constant across programming. However, the dose, duration, volume and rate flow were modified by the user. According to the event description, the value was changed from 0.500 mcg/kg/hour to 0.300 mcg/kg/hour. The numerical value is correct and matches what was reported with the customer, but the dose unit does not match. The customer also reports a value of 3 mcg/kg/hour, but this was not found in the events of november 24, 2022. Based on customer experience, the programming dose unit was mcg/kg/hour. The event history review identified that the programmed dose unit was actually mcg/kg/minute. The customer reported an infusion of 0.5 mcg/kilogram/hour and 0.3 mcg/kg/hour. The events were reviewed and in all the programming of november 24 they were with programming doses in units of mcg/kg/minute. The probable cause was concluded as a dose unit programming error. D9:date returned to mfg: 12-dec-2022.